Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs implantable pulse generator (ipg) and linear leads were explanted, as the patient was experiencing partial stimulation. Furthermore, it was noted that two paddle leads were intended for implantation; however, the procedure was aborted due to neuromonitoring concerns. The devices were retained due to hospital policy and will not be returned for analysis. Postoperatively, the patient was doing well. Additional information was received stating that the neuromonitoring technique detected abnormal signals in both legs, leading the surgeon to abort the procedure.

Manufacturer narrative:
Correction to the supplemental MDR in h6. B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7092757 UDI: (B)(4). Product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7092207 UDI: (B)(4). Product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6). Batch: 7080386 UDI: (B)(4). Product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6). Batch: 7081905 UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7092757, UDI: (B)(4). Product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7092207, UDI: (B)(4). Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7080386, UDI: (B)(4). Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7081905, UDI: (B)(4).

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7092757 UDI: (B)(4). Product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7092207 UDI: (B)(4). Product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6). Batch: 7080386 UDI: (B)(4). Product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6). Batch: 7081905 UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs implantable pulse generator (ipg) and linear leads were explanted, as the patient was experiencing partial stimulation. Furthermore, it was noted that two paddle leads were intended for implantation; however, the procedure was aborted due to neuromonitoring concerns. The devices were retained due to hospital policy and will not be returned for analysis. Postoperatively, the patient was doing well.